Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. The day after the event onset, the patient was hospitalized for peritonitis and was treated with intravenous meropenem (twice daily, dose and duration not reported) for peritonitis. Seven days after the event onset, meropenem was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was discharged two days after hospital admission. On an unreported date, the patient was recovered from this peritonitis event and at the time of this report hemodialysis remained ongoing (two times per week). Should additional relevant information become available, a supplemental report will be submitted.